Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated by a baxter on-site technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing and performed according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed a stage ii pressure ulcer on the back which progressed to a stage iii while utilizing a centrella bed. The patient was positioned using a wedge cushion and pillows. Santyl ointment was applied to the back daily as an intervention for the pressure injury. No further information was available at the time of this report.